Event description:
Description of event according to initial reporter: the patient indicated our products ruined his life. The patient stated that one of our ivc filters had been put in his leg. He then state that it broke apart and the pieces migrated to his lungs. He stated that he is on oxygen and will be for the rest of his life - and will need a total lung transplant.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook ivc filter. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an unknown ivc filter was put in the patient¿s leg. The filter broke apart and pieces migrated to the lungs. No device was returned for analysis and no imaging was provided. Therefore, based on the very limited information provided the exact reason for the unknown filter to fracture and pieces to migrate to the lungs cannot be determined. Also, it is unknown, why the filter was placed in the leg or if ¿put in the patient¿s leg¿ means the filter was placed from femoral approach. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The filter type is unknown, but any cook medical celect, celect platinum, or tulip filter is intended for placement in the vena cava. Cook was unable to conduct a review of the device master record, as the filter type is unknown. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.